Event description:
Info received indicates a broken weld on the siderail latch block is preventing the siderail from latching.

Manufacturer narrative:
A new siderail was sent to the account to repair the bed.